Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 normoflo irrigation . The complaint was verified of temperature not going up to the standard. There was a crack in the return tube upon return of device that was reported. The device was visually inspected and this crack in the return tub has leaked water and damaged multiple components. Repairs were done to replace the tube return and main pcb ( printed circuit board) along with installing a temp check test fixture e5993 due (B)(6) 2020. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. This return tube issue is being addressed through CAPA (B)(4). The cause of the problem is related to design.

Event description:
Information was received indicating that a smiths medical fluid warming/level 1 normoflo irrigation fast flow systems - h-1100 series temperature was not heating up. No patient adverse events reported.